Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to an electrically shorted capacitor, designator c160. The short caused the capacitor to be leaky, which resulted in no device pacer or AED function, and paddles ECG to be inoperative. The device was able to deliver therapy in manual mode.

Event description:
The customer contacted physio-control to report that the user and self tests of their device was failing. In addition, their device had the service indicator illuminated and the device had logged an event code in the memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. The customer also stated that the device froze when attempting to enter the ¿device log¿ in service mode. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the user and self tests of their device was failing. In addition, their device had the service indicator illuminated and the device had logged an event code in the memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. The customer also stated that the device froze when attempting to enter the ¿device log¿ in service mode. There was no patient use associated with the reported event.